Event description:
It was reported that approximately 35 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear debris of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 142-36-93 - cocr fem head 36mm -3.5 offset 12/14, (B)(6) - 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6) - 186-01-56 - integrip cc, cluster 56mm,g3, (B)(6) - 188-01-08 - wedge plasma x/o sz 8. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01554. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.